Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s driveline culture was positive on (B)(6) 2018 for pseudomonas. Patient was started on antibiotics. The patient could not tolerate oral antibiotics and was admitted for treatment. The patient was given zosyn infusion and underwent surgical driveline exit site debridement on (B)(6) 2018. No additional information was provided.